Manufacturer narrative:
The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "warmth, redness, and edema of breast, pain". Culture taken identified (B)(6).

Event description:
Healthcare professional reported right side "warmth, redness, and edema of breast, pain". Culture taken identified (B)(6). Device has been explanted.